Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and found that the system passed all tested. The system functioned as intended and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while setting up for a case the system was acting like it was getting phantom touches. The main menu would open and close itself, on the images task the system was scrolling through the patient images, and then it started moving between tasks in the software. A hard shut down of the system was performed, and when it came back up it was behaving normally. There was no patient involvement.

Manufacturer narrative:
The software investigation was unable to determine probable cause. Logs were reviewed but provided no additional insight regarding the cause of reported behavior. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.